Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No excessive no delivery alarms noted. The insulin pump passed the displacement accuracy test. The motor was tested outside the device and passed. The insulin pump had stained end cap sticker and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of drive/motor anomaly. The customer's blood glucose reading was unknown. The customer stated that she had been doing the fill tubing step and when she let go of act, insulin continued to squirt out for a while after. The customer tried another set and the same event happened. The customer did not report cracks on pump or damage to drive support cap. The insulin pump was returned for analysis. The insulin pump was returned for analysis.